Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5 sn: (B)(4), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t sn: (B)(4), 200-02-35 - three peg patella 35mm sn: (B)(4), 201-78-15 - holding pin mini sharp point 4 pk sn: (B)(4), 521-78-23 - threaded pin size 2.3 collared 2pk sn: (B)(4), 521-78-32 - threaded pin size 3.0 collarless 2pk sn: (B)(4).

Event description:
As reported, the patient had an initial left tka on (B)(6) 2019. The patient had a poly swap and was last known to be in stable condition following the event. No other patient information or medical history provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision was reported to be due to device recall, no other reason reported.